Manufacturer narrative:
Additional, changed, and/or corrected data: b5., b6, d6b, h6.

Event description:
Healthcare professional later reported "axillary siliconomas, pain, axillary silicone removal." This relates to the left side. Device has been explanted and replaced.

Manufacturer narrative:
The events of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture; "enlarged lymph node"; "axillary silicone removal" additional, changed, and/or corrected data: b1, b5, d9, e3, g2, h3, h6, h11.

Event description:
Patient reported left side "device rupture, silicon leakage and enlarged lymph node on the left armpit." Healthcare professional later reported left side "axillary siliconomas, pain, axillary silicone removal." Device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed an opening assessed as fold flow opening. ¿ lymphadenopathy: unable to observe as it is not related to the manufacturing process. ¿ granuloma: unable to observe as it is not related to the manufacturing process. ¿ pain: unable to observe as it is not related to the manufacturing process. ¿ migration: unable to observe as it is not related to the manufacturing process. As per the investigation procedure non penetrating nick, wear abrasion and creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: h3, h6.

Event description:
Patient reported left side "device rupture, silicon leakage and enlarged lymph node on the left armpit." Healthcare professional later reported left side "axillary siliconomas, pain, axillary silicone removal." Device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported left side "device rupture¿, ¿silicon leakage¿, and ¿enlarged lymph node on the left armpit." Device remains implanted.